Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Evidence of 60hz noise on electrocardiogram(egm) episodes from 22 and (B)(4) 2013. Magnet alert time stamps correspond to in-office programming session. Magnet alert buffer is 4, so more may have occurred.

Event description:
It was reported that the patient was taking a shower in an old bathroom with the boiler ungrounded right above the patient¿s head during those exact days the device alerted the patient. Upon exiting the bathtub, the patient received multiple shocks. Now the patient has properly grounded the boiler and the issue has not occurred again. The patient subsequently went to the hospital due to hearing noise from the device. It was noted the sound the patient had heard was the ¿no conditions met¿ which is heard only when a magnet is placed on or near the device. The doctor advised the patient on the use of magnets and that maybe the patient brought a magnet nearby the device without knowing and that the patient should be careful. The patient also mentioned that owning a new mini-laptop lately which the patient tends to place it on the chest when resting in bed to surf the web. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5594 lead, implanted: (B)(6) 2012. Product ID: 4196 lead, implanted: (B)(6) 2012. (B)(4).